Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements due to lead fracture. The patient is not pacemaker dependent on rv pacing therapy. The lead was electrically deactivated and remains implanted. No adverse patient effects were reported.